Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The medical records have been requested. A follow-up medical device report will be drafted as soon as supplemental records become available. A supplemental report will be submitted upon completion of post market clinical physician assessment.

Event description:
A peritoneal dialysis pt noted a hole in the tubing line that caused a leak during treatment. The pt was connected to the machine. There were no alarms associated with the leak. The pt immediately disconnected himself from the machine after identifying the leak. The pt was not able to finish treatment. On (B)(6) 2013, the pt showed the following symptoms of peritonitis: cloudy bag, fever, and intense abdominal pain. It was confirmed on (B)(6) 2013 that the pt had peritonitis. The following antibiotics were given: vancomycin 1g ip every 3 days for 3 weeks and fortaz 1g every day for 3 weeks. The pt was not hospitalized. Medical records were requested.